Event description:
Customer alleged the left foot rail is not latching. She is unaware of any injuries caused by this alleged non latching footrail. Tsr found that one of the retaining rings (part number 3532501) that secure the long rod (part number 69798) was missing from the left foot rail. He installed a new retaining rings and the siderail functioned as designed.